Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that material # a303316a lot # ngjx6399 out date 31may2027. There was a picture of the front and the back. One tray said latex free the other said latex, they were the same foley trays with the same product number, lot number and outdate.

Manufacturer narrative:
The reported event was confirmed by CAPA/sa association to be manufacturing related as per CAPA#: 11598314 / sa #ucc-25-5282-fa. Visual evaluation of the returned sample noted four unopened (with original packaging), surestep foley tray system. Visual inspection of the sample noted that the four surestep foley trays that upon unpackaging present mislabeling was present in all returned trays. Tray 3 and 4 indicated with a303416a, and the tray 1 and 2 indicated with a303316a. This does not meet specification per ip7602974, revision 10 which states " part number, lot and expiration date must be correct and legible on the trays and box label". This specific complaint allegation was part of a broader investigation captured in per CAPA # 11598314 / sa #ucc-25-5282-fa. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation, no additional actions can be taken at this time. DHR review for manufacturing lot no. Ngjx6399 for catalog number: a303316a (urnmtrfolytryclctn) being the reported lot did not show any rejects, planned deviations, reworks or component quality issues regarding visual and physical evaluation by ip7602974 rev 10. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that material#: a303316a, lot#: ngjx6399 out date 31may2027. There was a picture of the front and the back. One tray said latex free the other said latex, they were the same foley trays with the same product number, lot number and outdate. Per customer response received on 18jun2025, still they were having the product in their office. Asked for a serial number. The pictures had the lot numbers. No intervention required. No trouble shooting.